Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or error 4 alarms noted during testing however, pump error 15 and error 4 alarms are found in the formatted history file due to a software error as per global logic analysis. No unexpected pump error 23 alarms noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. According to error table return on second occurrence. Insulin pump had a critical block and inverse critical block did not add to zero pump error alarm already happened last week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.